Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number 400422455. One used sample was received for evaluation. The catheter was broken off, and the broken area of the catheter exhibited a clear "v" shape. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. Due to the clear "v" shape present on the broken catheter the most likely cause of the reported issue is the reinsertion of the needle into the catheter. The IFU clearly states, "after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off". No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the patient had the IV in their ac (not sure which arm) and the catheter portion broke off in the vein. This patient had to go to surgery to have the catheter portion removed.